Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "switch intermittently closes and reopens" for excelsius a globus field service engineer (fse) visited the location per work order but could not determine the reported issue. The fse replaced the palm assembly and the upper arm interface board. No further issues have been reported. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained.

Event description:
While the arm was moving to new trajectory we received the yellow error message that said that we were applying too much force on ee, and the arm stopped moving.the surgeon canceled the message and tried to reach the trajectory by pressing on the pedal multiple times but we always received the same error message.